Event description:
The sheath was in the body and the steering mechanism stopped working. It was exchanged for a new one with no further issues. No harm was done to the patient. Agilis 8.5 fr sheath, ref (B)(4), lot 5810860, exp 12/31/2019.